Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that balloon rupture occurred. The patient presented with acute myocardial infarction (ami). The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.